Event description:
The agility 14 micro guidewire 614-482 was broken. The agility 14 micro guidewire 614-482 broke during the procedure. The lesion was located at the middle cerebral artery (mca). After the event occurred, the broken micro guidewire was removed from the pt's body. There were no reported pt complications.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.